Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 465 mg/dl. Customer has treated with manual injections. Customer was thirsty, heavy chest and elevated heart rate. The blood glucose reading at the time of the event was 300 mg/dl. Customer was treated with IV drip. During troubleshooting, time and date correct. Programming correct. Nothing further reported.